Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was not duplicated. The unit passed all bench testing. As a resolution, the o2 (oxygen) blender, exhalation module, o-rings were replaced. The hybrid board was replaced as a precaution and modules were re-seated. 6yr/30k pm was performed and the unit passed all testing.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel ventilator has blending problems and the blender needs rework. The customer confirmed that there was no patient involvement associated with the reported event.